Event description:
It was reported through a literature article that a subset of patient's experienced intra and post-operative adverse complications related to their associated aveir dr implant, delivery catheter and introducer. The following complications were noted: pericardial effusion and perforation, bleeding, heart failure hospitalizations, cardiac arrest, myocardial infarction, hematoma, pericarditis, stenosis and unspecified infection. It was also reported that some patient's experienced device dislodgement and other unspecified device malfunctions. Intervention to address these included hospitalization, device revision, explant and replacement, however further details were not provided. The research article also states that some patient's passed away after implant, however none did during implant day. The condition of the rest of patients was unknown.